Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 400 mg/dl the sunday prior. Customer stated they treated with a bolus delivery. It was also reported the customer woke up to a blood glucose of 39 mg/dl. The customer also reported their current blood glucose was 500 mg/dl. Customer stated reported changing the site three times. It was found the customer was shaking, had excessive thirst and irritability as a symptom of their high blood glucose. Customer was able to treat their blood glucose with a manual injection and bolus. The customer declined to check for leaks and the presence of air bubbles. Customer also declined to perform a high pressure test during troubleshooting. The customer stated their basal rates and bolus wizard was programmed correctly. The insulin pump will not be returned for analysis.